Manufacturer narrative:
Device analysis of the returned extension revealed no significant anomalies. The extension was returned segmented; the proximal end was not returned. The body and insulation were completely cut (suspect explant damage). The distal end was intact and undamaged. The #3 setscrew was missing. This report is being submitted following an internal audit.

Event description:
It was reported the pt lost stimulation. The extension was broken. The pt had surgery to replace the extension. The pt recovered without sequela. It was also reported the lead was implanted in the motor cortex area of the brain.